Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery with no tortuosity, mild calcification and 75% stenosis. A 4.50 x 15 mm trek rx balloon dilatation catheter (bdc) was advanced with no resistance for pre-dilatation. On the initial inflation of the balloon of the bdc, the pressure decreased at 6 atmospheres and the balloon was thought to be ruptured. A non-abbott bdc was successfully used to complete pre-dilatation of the lesion. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection and scanning electron microscopy (sem) analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a cause for the balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.